Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The customer delivered a correction injection to address bg level. Reportedly, the pump was replaced to resolve the issue, and the customer continued to use the pump for insulin therapy until the replacement pump arrives.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.